Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a loose grip cable at distal end. Further inspection found a cracked clamping pulley that could have contributed to the cable loosening. Additional observation(s) related to customer complaint: the instrument was found to have a frayed grip cable at the distal end. Common causes of loose instrument grip cables are attributed to a cracked clamping pulley, which can lead to cable dislodgement at the proximal end, resulting in a lack of tension and a loose or dislodged cable at the distal end. Such cracks in pulleys, shafts, and disks within the housing typically occur due to improper reprocessing conditions.